Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿349, 300, 120, 322, 290, 333 and 303 mg/dll¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. The medical surveillance specialist (mss) reviewed the call recording due to the mention of symptoms in the original documentation, where it is noted by the customer service representative (csr) that "customer previously said that the symptoms might not have been because of the product issue ". Following review, the mss was satisfied that the csr documentation was correct in that the alleged symptoms experienced by the patient ("anxiety and nausea") were not due to the alleged product issue. The patient stated on numerous occasions during the call that the subject meter was not responsible for the alleged symptoms and she attributes the onset of symptoms to a steroid injection she received earlier in the day. In addition, the symptoms reportedly experienced by the patient are consistent with the elevated results obtained on the subject meter. As such, there was no indication that the product caused or contributed to an adverse event.